Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the device history record identified no relevant deviations or anomalies. Product examination found that there was a small amount of embedded particulate on the battery pack. This complaint is confirmed. The root cause of the reported event could not be specifically determined with the provided information. It is unknown how or when the embedded particulate became present but it must have occurred during the manufacturing process. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during the surgery, the dirt was found on the battery pack inside of sterile tray. The surgeon used an alternative one to complete the surgery. No adverse events were reported as a result of this malfunction.